Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The phenomenon was confirmed through the evaluation as the user facility commented. A part of the bending rubber at the distal side of the bending section was missing. The fragment was corresponded with missing part of the bending rubber. There was no other abnormality found in the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be determined, but it will be a possible cause that the subject device was contacted with a trocar strongly and the bending rubber was damaged as the user facility reported the event was occurred when the subject device was removed from a trocar.

Event description:
Olympus was informed that the bending rubber of the subject device was damaged and a part of the bending rubber fell off into the patient cavity when the user facility removed the subject device from a trocar at the end of a laparoscopic nephrectomy. The fragment was retrieved from the patient cavity by the user facility. The size of the fragment was around 18 mm times 15 mm square. The procedure was completed with the subject device. There was no report of patient injury associated with this report.